Manufacturer narrative:
Ntaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of allergy to metals ("think she is allergic to them/ systemic response") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In august 2010, the patient had essure inserted. In 2011, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced night sweats ("night sweat"), disturbance in attention ("lack of concentration"), vaginal haemorrhage ("spotting"), irritable bowel syndrome ("irritable bowel") with abdominal discomfort and abdominal distension, insomnia ("insomnia"), pollakiuria ("urinating frequently"), panic attack ("panic attack"), thyroid disorder ("thyroid problem") with fatigue, adrenal disorder ("adrenal problem") and milk allergy ("allergy to protein in dairy"). The patient was treated with surgery (on (B)(6) 2018 scheduled for hysterectomy for removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals had resolved and the night sweats, vaginal haemorrhage, irritable bowel syndrome, pollakiuria, thyroid disorder, adrenal disorder and milk allergy outcome was unknown. The reporter provided no causality assessment for allergy to metals with essure. The reporter considered adrenal disorder, disturbance in attention, insomnia, irritable bowel syndrome, milk allergy, night sweats, panic attack, pollakiuria, thyroid disorder and vaginal haemorrhage to be related to essure. Diagnostic results: consumer states she has had a lot of tests over the years. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: correction was done on 21-aug-2018, following company internal coding review, the event spotting (wrongly captured) was replaced by correct event allergy to protein in dairy and was re-coded to meddra llt milk protein allergy. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of allergy to metals ("think she is allergic to them/ systemic response") in a (B)(6) female patient who had essure inserted for female sterilisation. In (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2018 scheduled for hysterectomy for removal of essure). Essure treatment was not changed. At the time of the report, the allergy to metals had not resolved. The reporter provided no causality assessment for allergy to metals with essure. Diagnostic results: consumer states she has had a lot of tests over the years. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of allergy to metals ("think she is allergic to them/ systemic response") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced night sweats ("night sweat"), disturbance in attention ("lack of concentration"), metrorrhagia ("spotting"), irritable bowel syndrome ("irritable bowel") with abdominal discomfort and abdominal distension, insomnia ("insomnia"), pollakiuria ("urinating frequently"), panic attack ("panic attack"), thyroid disorder ("thyroid problem") with fatigue, adrenal disorder ("adrenal problem") and seasonal allergy ("spotting"). The patient was treated with surgery (on (B)(6) 2018 scheduled for hysterectomy for removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals had resolved and the night sweats, metrorrhagia, irritable bowel syndrome, pollakiuria, thyroid disorder, adrenal disorder and seasonal allergy outcome was unknown. The reporter provided no causality assessment for allergy to metals with essure. The reporter considered adrenal disorder, disturbance in attention, insomnia, irritable bowel syndrome, metrorrhagia, night sweats, panic attack, pollakiuria, seasonal allergy and thyroid disorder to be related to essure. Diagnostic results: consumer states she has had a lot of tests over the years. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: irms received. Events: night sweats, lack of concentration, spotting, spotting, spotting, irritable bowel, bloating, abdominal pressure, insomnia, urinary frequently, panic attack, fatigue, thyroid disorder, adrenal disorder were added. Fu 4 nad fu 5 processed together. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of allergy to metals ("think she is allergic to them/ systemic response") in a 46-year-old female patient who had essure inserted for female sterilisation. In august 2010, the patient had essure inserted. In 2011, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2018 scheduled for hysterectomy for removal of essure). Essure treatment was not changed. At the time of the report, the allergy to metals had resolved. The reporter provided no causality assessment for allergy to metals with essure. Diagnostic results: consumer states she has had a lot of tests over the years. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.